Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. The unit shut off without any alarms while on a pt. The pt was not compromised.